Event description:
Upon opening vial of monomer, the ampule exploded. The or tech was checked in the emergency room. There was no adverse consequences for either the or tech or the patient. This event did not cause a delay in the surgery or anesthesia time.

Manufacturer narrative:
Evaluation results indicate no anomalies. Testing performed on retained samples of the same lot indicated no discrepancies.